Event description:
It was reported, the pt's left siderail was not operating to specifications.

Manufacturer narrative:
Attempts to obtain additional info from the customer have been unsuccessful. Stryker medical will continue to try and obtain additional info and a follow-up MDR will be filed accordingly.